Manufacturer narrative:
H11: h2: additional information in b5.

Event description:
It was reported that, during a laryngeal procedure, the procise coblator could not do suction after ablation. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Event description:
It was reported that, during a laryngeal procedure, the procise coblator could not do suction. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. Most of the electrode is broken off and only a couple stands remain. A functional evaluation was performed on the returned device and found the wand cannot produce plasma or activate properly due to the damaged electrode. The units suction line had no issues and was able to move liquid. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the broken and worn off electrodes include (1) hitting the device tip against a hard surface. 2) using the device as a lever to enlarge surgical site. 3) mechanical displacement of tissue through applied force. 4) activating the device above recommended settings for prolonged periods of time). Based on this investigation, the need for corrective action is not indicated.